Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 387.337 (component 50131166), lot: 1510251, manufacturing site: hägendorf, release to warehouse date: 05.october 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3/h6: investigation summary investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the visual inspection of the returned synframe half ring has shown that the hex of connection screw is rounded and worn. Furthermore the threads of the screw is badly damaged. All in all the device is in very used condition. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A 100% functional test after manufacturing of the product was performed and has shown no deviation to the specification. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the age (over 13 years in use) and condition of the devices, we assume that the products were often, and intensive used instruments and the damages were caused over the years by regular wear. In this context, we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in one required set 8 retractor arms to go with the 8 ring clamps were required, but only 6 arms were supplied. In the same set, the 2-piece half circle ring would not screw together on one side. Where the screw driver enters to tighten the screw, it had shredded and would not grip, therefore rendering it useless. In another set, the blue ring clamps were not gripping the retractor arms adequately nor the ring, which was not holding the blade in place and therefore not providing retraction. In addition, a screw was missing from the 2 piece half circle ring. The last set was opened and the same fails as above occurred with some of the clamps. These issues impacted the allocation of instrumentation for the rest of the list and required the cssd department to re-sterilize the hospital¿s own retractors immediately on an extremely busy day. This report is for a synframe half ring. This is report 1 of 1 for (B)(4). Additional reports are captured under (B)(4).